Manufacturer narrative:
(B)(4). Unknown at this time if product is available for evaluation. A follow up report with failure investigation results will be submitted should the set be returned for evaluation.

Event description:
Per medwatch report: "chemotherapy was infusing via secondary tubing, and backed up in the primary infusion line into the primary IV fluid bag. Unable to calculate how much chemotherapy backed up in the primary bag-thus the patient did not receive all of their chemotherapy dose because we were not able to safely calculate how much was missed to make an additional dose." No patient harm or medical intervention reported. No further patient or event details were provided.